Manufacturer narrative:
Isi has reviewed the site's system logs for the sureform 60 stapler instrument associated with this event. The following additional information was provided: logs show sureform 60 part number 480460-09, lot l90200318-0114 fired three sureform 60 reloads (all green). The first firing was completed without any pauses for compression. The second firing resulted in a tissue too thick to continue firing failure at 46% completion. There were two incomplete clamps in three attempts prior to the firing failure. The third firing resulted in a firing failure at the end of the firing (error 22030), indicating a firing failure that happened at >95% completion. There were multiple pauses for compression during this third firing. The clamp prior to this third firing was completed. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. An isi clinical development engineer performed a review of the provided images, and the following additional information was provided: 'in the image provided, multiple partially embedded staples that are not fully formed are seen. The transection line appears to be incomplete. Without seeing the procedure video, it cannot be confirmed what occurred. The evidence in the image does suggest that tissue was pushed out instead of stapled and transected. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted esophagectomy surgical procedure, while stapling with the sureform 60 stapler instrument with a green sureform 60 reload, the surgeon experienced a pause for compression, and the staples were not fired. As a result, the surgeon used an echelon stapler instrument to make a new transection line and had to resect esophageal tissue, not at the planned location. The surgeon was concerned he was not able to get as good a cancer margin since he stapled the esophagus in an unplanned location. The cause of the reported event is unknown. The expiration date is not applicable. The product is not implantable. There was insufficient product information available to determine the manufacture date.

Event description:
It was initially reported that during a da vinci-assisted esophagectomy surgical procedure, while stapling with the sureform 60 stapler instrument with a green sureform 60 reload, the surgeon experienced a pause for compression, and the staples were not fired. A nurse had stated that the "staples were bunched up, and the tissue was compressed like a ball rather than a straight staple/cut line." As a result, the surgeon used an echelon stapler instrument to make a new transection line and had to resect additional esophagus. The surgeon was concerned he was not able to get as good a cancer margin secondary to the new staple line that was created. On 23-nov-2020, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr was present for the gastric portion of the procedure and was not present for the thoracic portion of the procedure. The csr confirmed that during the gastric portion of the procedure, there were no issues. At one point, the surgeon had upsized the sureform 60 reload to a black reload, as the surgeon wanted to use seamguard. Then the csr left the or for the thoracic portion of the esophagectomy. The csr stated that on 13-nov-2020, a nurse informed him of the reported incident. The surgeon had used the sureform 60 stapler instrument with a green sureform 60 reload installed on it. The surgeon had mobilized the esophagus and was transecting the esophagus from the stomach. While stapling, there was a pause for compression, then when fired, the tissue bunched up, and the staples were dumped. As a result, the surgeon used an echelon stapler instrument and completed stapling the esophagus with a new transection line not at the planned location. The csr stated that, based on the information and the surgeon's concern about the cancer margin, it seemed like the esophagus's distal transection was completed. The reported tissue bunching could have happened during the proximal transection. The csr is not sure if seamguard was used for the thoracic portion of the procedure. The surgeon had confirmed that the patient was recovering well with no post-operative complications. There is no video recording of the procedure; however, the csr provided photographic images for review. The csr confirmed that the sureform 60 stapler instrument and the reloads were discarded. The csr could not provide any patient-related details.